Event description:
During product servicing by a service technician, a flo-gard infusion pump was found to have a damaged main display. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the defective main display was unknown. To address this issue, the main display printed circuit board was replaced. If any additional relevant information is received, a supplemental report will be submitted.